Manufacturer narrative:
(B)(4). No product was returned for investigation. The complaint could be confirmed, therefore a definitive root cause cannot be determined. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). There is a low chance of this happening.

Event description:
Trial patient contacted dexcom technical support on (B)(6) 2015 to report a rash at the abdomen area around the patch adhesion site. The sensor was inserted on (B)(6) 2015, and the trial patient noticed the rash on (B)(6) 2015. Patient described the rash as feeling like a mild sunburn and looking like a scar. No medical intervention was reported. No additional patient or event information is available.